Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg is not communicating with charger and programmer is displaying an error message. Multiple trouble shooting attempts were unsuccessful to get the issue resolved. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional follow up revealed that charger is not able to locate ipg. Reportedly, patient has not used or charged the scs system in over two years. A surgical intervention may be pending to address the issue.

Event description:
Additional information revealed the ipg was replaced (B)(6) 2018 and therapy was restored post-op.